Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer called stating the brush heads were not staying on the brush; they popped off the brush handle. No injury was reported.